Event description:
This report contains both initial and additional info received on (B)(6) 2010 and (B)(6) 2010 respectively. This was a spontaneous report received from a (B)(6) female consumer reporting on herself. The consumer used two bengay moist heat therapy pads (no active ingredient) daily during the day time beginning on (B)(6) 2010 for pain and bengay pain relief and massage (menthol) nightly beginning on (B)(6) 2010 for pain. On (B)(6) 2010, her skin burnt to a few levels inside of the skin, she had water boils from her head to feet describes as chickenpox, she was unable to walk for a week, and she was in pain because her whole skin was burned. On an unk date, she went to the physician who prescribed an unspecified medication. On unk dates, she lost a week of work. On (B)(6) 2010, use of both products was discontinued. As of (B)(6) 2010, the outcome of the events was reported as not resolved.

Manufacturer narrative:
At this time, the device has not been returned for failure analysis / laboratory testing. Therefore, no causal association or conclusion can be determined.